Manufacturer narrative:
(B)(4). Concomitant medical products: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the lead site. Pus was noted when the trial leads were removed. The physician believed that the infection was superficial. The patient was prescribed antibiotics. The physician believed that the infection was not device or procedure related.